Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 90% stenotic lesion being treated was located in the calcified mid right coronary artery (rca). The maverick2 monorail balloon ruptured at 10 atms, however, the number of inflations and to what atms is unknown. No patient complications were reported, and the procedure was completed with this device. Patient status was reported as 'good.'

Manufacturer narrative:
The complaint source confirmed that the product had been disposed, therefore, no product analysis can be completed and no root cause determination can be made. The manufacturing records for top assembly batch 7900960 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.